Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. No further information was provided.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.